Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2014, the subject was referred for cardiac catheterization. Target lesion #1 was located in the distal left anterior descending artery (lad) with 90% stenosis, and was 20 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm promus element plus stent. Following intervention, the residual stenosis was 0%. Target lesion #2 was located in the proximal lad extending up to mid lad with 90% stenosis, and was 38 mm long with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 x 38 mm promus element plus stent. Following intervention, the residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2015, the subject was diagnosed with isr and hospitalized for management of the event. The subject had coronary angiography performed, which revealed 80% proximal isr of the previously placed study stent which was treated with percutaneous coronary intervention (pci).

Manufacturer narrative:
(B)(4).

Event description:
Originally it was reported that coronary angiography was performed on (B)(6) 2015, now it is reported that the angiography was performed on (B)(6) 2015. It was further reported that the pci resulted in 0% residual stenosis and medications were also given. Four days later the event was considered resolved and the subject discharged.